Event description:
It was reported that the patient presented for a follow up. The patient's right ventricular (rv) lead exhibited low pacing impedance and noise resulting in pacing inhibition, along with pauses. The rv lead was capped and replaced (B)(6) 2021. The patient was stable.